Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 20 mg/dl, and a loss of consciousness. The cause of the low bg was unknown; however, pump data review by tandem technical support showed the pump was suspending insulin as intended. Additionally, customer performed the load fill tubing process twice prior to the event; however, it is not known if customer was attached to the infusion set tubing during the fill process. Subsequently, customer was hospitalized in the intensive care unit. Reportedly, customer was on life support as customer remained unresponsive. No additional information was provided regarding treatment received. At the time of the report, the customer had improved slightly and is off life support and ventilator, however, still remained hospitalized. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer.

Manufacturer narrative:
Additional information was provided by contact indicating the customer was released from the hospital on (B)(6) 22 into a long term facility. Reportedly, customer was showing eye movement; however is still unresponsive and requires assistance through a feeding tube. No additional information was provided.